Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with the monitor. Upon investigation the trunk cable connector j702 was pulled from the distribution node pca. The root cause for the strained connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).